Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: evaluation of the xenon lightsource found that the unit failed to ignite the lamp when powered on. The bezel had internal damage and the left side panel was cracked. The lamp, bezel and left side panel were replaced to correct these issues. Root cause analysis: the returned xenon lightsource was received in used condition. Evaluation identified that the bezel had internal damage and the left side panel was cracked. The issue of smoke coming out of this lightsource was most likely due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that smoke was coming out of the light port of mlx 300w xenon lightsource (00mlx). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.